Event description:
The customer reported frequent leads on-leads off messages in the event summary of the m3535a defibrillator. There were no details and the serial number is unknown. There was no pt involvement.